Event description:
It was reported that the syringe 10ml ll 21ga 1-1/2in tw packaging was found already opened before use. This occurred with 50 syringes. The following information was provided by the initial reporter: "bd syringe 10ml, the plastic syringe pack already opened".

Manufacturer narrative:
H.6. Investigation: four photo samples were received by our quality team for evaluation. From visual inspection, the individual blister package was observed with a sealing area peel off and a cut on one of the five blisters at the side of the top web, also the team was unable to confirm if there is any perforation cutting line. Based on the photo evaluation, the team is able to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. There is a perforation knife to create perforation cuts at the primary packaging cross and perforation cuts station. The probable root cause of the sealing peel off could be due to perforation knife wear and tear, causing the unclear perforation cut lines. This could cause difficult to tear apart blister packages and resulted in the top web sealing area peel off. The production technician may have unable to detect the good and bad perforation cut lines, hence parts flow to the next process. Sample guidelines of both good and poor perforation have been added to visually check the perforation line before performing the perforation tearing test. The perforation test was also revised to check for clear interval lines before tearing to detect for any blunt knife / cutter. The probable root cause of the cut on the top web could be due to product handling out manufacturing. The primary packaging process was reviewed. The team was unable to identify any contact point that could result in the cut onto top web during operation. The rework handling process was reviewed, the technician requires to cut open the carton box. However, if there is over cut the cutting would be in the horizontal position throughout a few pieces which is different from the photos received.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The reported lot # [8201168] was not found for the reported catalog # [302153]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the syringe 10ml ll 21ga 1-1/2in tw packaging was found already opened before use. This occurred with 50 syringes. The following information was provided by the initial reporter: "bd syringe 10ml, the plastic syringe pack already opened."